Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced intermittent audio output from the receiver and an adverse event on (B)(6) 2016. The patient fell due to a hyperglycemic event. Patient's husband found the patient sitting on the curb and gave her insulin. Patient reported that the receiver was in their pocket at the time of the event and did not hear it alert. Additionally, patient tested the receiver and it worked. No additional event or patient information was provided.